Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was unable to recover. A field service engineer inspected and found the drawer unresponsive with no clicking. Manually opened the drawer and confirmed sensors were functioning. Powered down the station, removed the drawer, and discovered the solenoid molex connector was not fully seated. Secured the connector, reinstalled the drawer, and restored power. The drawer operated correctly. Hardware test application (hta) passed, and repeated open/close cycles showed no failures. The customer successfully completed inventory with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer failed and was unable to recover and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.